Event description:
Customer reported to philips that the unit alarmed at power on. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.